Event description:
It was reported while using the therapy cool flex catheter to perform an atrial flutter ablation procedure, the irrigation tubing broke. The procedure was successfully completed with a non-sjm catheter. There were no consequences to the patient. Additional information was requested but is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental med watch will be filed.